Event description:
The facility's representative reported an infusion pump that silently shut down without an audible low battery alarm during pt use. The reported prescription was 1.0 mg/ml, 2.0mg-pac dose, 1.0 basal rate. The facility reported that 6.0cc remained in the syringe when the clinician left the pt the night before. At 10:17pm, a 2.0mg pca dose was given. When the clinician returned the next day 4.0cc remained in the syringe. The pt's pain level was reported to be okay. The clinician did not get another pump for the pt and there was no reported pt injury. The pump was running on batteries. The facility's biomed tested the pump and found it to be working fine. The biomed left the pump running over night and in the morning found the pump to be off.